Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-01672, 341-10-704, s808 - infection, revision surgery. No previous d-ticket was provided, and no results were returned from the search; therefore, the listed item(s) could not be verified. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to infection.